Manufacturer narrative:
Approximate age of device - 10 days. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
During the analysis of the patient's system controller log file, it was noted that there a no external power was flagged on (B)(6) 2018 at 9: 52:11 pm which lasted for 2 seconds while the patient was connected to the mobile power unit (mpu). This event appeared to be associated with low power hazard alarms and could potentially indicate a loss of power to the mpu. There was no adverse impact to the patient. No further information was provided.

Manufacturer narrative:
Section a3, b1, h4: additional information. Investigation conclusion: the reported event of a no external power alarm while connected to mpu was confirmed via provided log files. The log file submitted for review (B)(4) contained 256 events spanning approximately 3 days [from (B)(6) 2018 at 08:57:12 to (B)(6) 2018 at 00:50:08 per time stamp]. The stored patient speed and low speed limit (lsl) were set at 5500 rpm and 4800 rpm respectively. During the log file analysis, it was noted that on (B)(6) 2018 at 21:52:11 while patient was connected to mobile power unit [mpu], a ¿no external power¿ alarm activated. The alarm lasted about 2 seconds, but the entire event lasted approx. 6 seconds [21:52:07 ¿ 21:52:13]. During the event, the rsoc levels of both cables dropped simultaneously from the expected 12v to 8v to 4v and down to 0v in about 6 seconds, activating the ¿no external power¿ alarm. The associated voltage levels prior to the alarms indicated that the system controller was powered by the mpu and indicated a loss of ac power. The alarms cleared when power was restored to the mpu. The backup battery supported the pump during these events at the stored patient speed of 5500 rpm without issue per design. The provided information indicated that the patient has a v-lock connector on the ac power cord but are unsure of which side the disconnection occurred. The mobile power unit, (B)(4), was not returned for analysis and remains in use. The root cause of the loss of ac power was unable to be conclusively determined through this analysis. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section a3, b1, h4: additional information. Investigation conclusion: the reported event of a no external power alarm while connected to mpu was confirmed via provided log files. The log file submitted for review (B)(4) contained 256 events spanning approximately 3 days [from (B)(6) 2018 at 08:57:12 to (B)(6) 2018 at 00:50:08 per time stamp]. The stored patient speed and low speed limit (lsl) were set at 5500 rpm and 4800 rpm respectively. During the log file analysis, it was noted that on (B)(6) 2018 at 21:52:11 while patient was connected to mobile power unit [mpu], a ¿no external power¿ alarm activated. The alarm lasted about 2 seconds, but the entire event lasted approx. 6 seconds [21:52:07 ¿ 21:52:13]. During the event, the rsoc levels of both cables dropped simultaneously from the expected 12v to 8v to 4v and down to 0v in about 6 seconds, activating the ¿no external power¿ alarm. The associated voltage levels prior to the alarms indicated that the system controller was powered by the mpu and indicated a loss of ac power. The alarms cleared when power was restored to the mpu. The backup battery supported the pump during these events at the stored patient speed of 5500 rpm without issue per design. The provided information indicated that the patient has a v-lock connector on the ac power cord but are unsure of which side the disconnection occurred. The mobile power unit, (B)(4), was not returned for analysis and remains in use. The root cause of the loss of ac power was unable to be conclusively determined through this analysis. No further information was provided. The manufacturer is closing the file on this event.